Event description:
It was reported during remote follow up that the right ventricular and atrial leads exhibited loss of capture. No intervention was reported. The patient was stable and asymptomatic.

Event description:
Additional information received noted pacing impedance increase and further instances of capture loss. Imaging did not reveal any physical anomalies. Programming changes were made to deactivate the lead. There were no patient consequences.